Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left circumflex artery. After intravenous ultrasound (ivus) and pre-dilation with a non-bsc balloon catheter were performed. A 2.50x28mm synergy ii drug-eluting stent was advanced to treat the lesion; however, the stent got caught due to insufficient dilatation and was unable to cross the lesion. The device was then removed and it was noted that the proximal stent strut was lifted. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported. A synergy ous mr 2.50 x 28 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage with stent struts bunched in a distal direction. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 120 mm distal from the distal end of the strain relief. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The complaint investigation conclusion code is: adverse event related to patient condition.